Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on august 09, 2023.